Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported during an unknown therapeutic procedure while using the visera 4k uhd camera control unit, error code e116 (otv error) was displayed 30 minutes after the procedure had already began. The camera was repeatedly reset until the end of the procedure. The procedure was successfully completed but it lasted a little longer than usual, but not only due to an error on the camera but the operation was more difficult than usual. There were no reports of patient harm associated with this event.